Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. Reference mvi: (B)(4).

Event description:
It was reported from (B)(6) that during treatment of aneurysm, the embolization coil became stuck in the microcatheter. Upon withdrawal, resistance was encountered. The coil detached from the delivery pusher. The coil and delivery system were removed together with the microcatheter successfully. No intervention was reported. No harm or injury was incurred.